Event description:
It was reported a patient enrolled in a clinical study underwent a left total hip arthroplasty on (B)(6) 2003. Subsequently, patient was revised on (B)(6) 2010 due to poly wear and osteolysis. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. It has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." Number 11 states, "wear and/or deformation of articulating surfaces."